Manufacturer narrative:
Clarification h.6 : surgery occurred for patient, but only capsulotomy performed. Same device remains implanted. Date of treatment: (B)(6) 2025. Additional, corrected and/or changed data: b.5, b.7, h.6.

Event description:
Sales representative reported "cap con". Healthcare professional reported "capsular contracture baker grade: 3/4". Patient had a left capsulotomy only and kept the same implant. This is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Sales representative reported "cap con". Healthcare professional reported "capsular contracture baker grade: 3/4". This record is for the left side. Device remains implanted.